Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted dried blood in the helix mechanism and up through the lumen. The helix mechanism was tested and the helix was unable to be extended, most likely due to the blood infiltration. No sounds were noted during this testing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to reproduce the reported clinical observations of out of range pacing impedances and noise being heard from the helix mechanism.

Manufacturer narrative:
This lead was successfully replaced and will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific crm received information that during the attempted implantation of this lead, it was noted that a sound could be heard when extending the helix. Following this observation, the pacing impedance measurement was above 4000 ohms. No adverse patient effects were reported.

Event description:
The lead was returned.